Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt line during the last drain of treatment. The pt stated that there was a hole in the pt line. Pt received prophylactic antibiotics and has had no adverse effects. Sample was discarded by the pt; sample is not available.